Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to routine device change out procedure during device check, episodes of noise on the atrial lead and low pacing impedance resulting in polarity change were observed. The lead was capped and replaced on (B)(6) 2019. The patient was in stable condition.